Event description:
Patient came in for rib fixation on (B)(6) 2013. Post-operative x-rays showed no issues. On (B)(6) 2013, two screws were seen backing out of rib 7. Surgeon opted to allow the screws to remain in the patient without a scheduled removal planned. No issues were reported with the plate that the screws were attached to. This report is for two unknown screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.